Manufacturer narrative:
(B)(4). The insulin pump was not received in stuck manufacturing mode. The device was unable to perform the displacement and occlusion tests due to missing retainer the pump was received with reservoir tube o-ring, a minor scratched display window, fading serial number label and scratched case.

Event description:
It was reported via phone call that the insulin pump's reservoir ring was broken or missing. No further details were provided. The insulin pump was returned for analysis.